Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that an implantable defibrillator was unable to be interrogated for one year and no telemetry communication could be obtained. Placement of a magnet over the device did not yield an audible sound. It was further reported that the patient had a local red area on the skin and the device was explanted. The physician decided to culture for a suspected infection and wait before replacing the device. No further patient complications were reported due to this event.